Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer is not performing air removal step. Tandem technical support informed customer not performing the air removal step is off label per the tandem user guide. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 222 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.